Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead reportedly was not working. An attempt to obtain additional information from the field was unsuccessful. This ra lead remains in service. No adverse patient effects were reported.